Event description:
It was reported that the patient¿s implantable neurostimulator (ins) and leads do not work. It was noted that the patient did not feel stimulation. It was noted that stimulation was not on and had been off for a while. It was further noted that the patient needed a doctor to explant the ins.

Manufacturer narrative:
Concomitant medical products: product ID: 748966, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3487a-33, lot# j0406397v, implanted: (B)(6) 2004, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient's health care provider (hcp) reported a week later that the a lead revision has not been scheduled. The patient has not recovered, symptoms/issues were ongoing.

Event description:
It was reported that a company representative was aware a year ago that the patient was not getting good coverage. It was believed that this issue started about a year ago as well. There were potential impedance issues. The company representative confirmed that impedances were taken and all came up out of range, greater than 10,000 ohms. An x-ray was also performed which showed that the lead migrated to the side in the gutter. This was confirmed by the patient¿s new pain management physician. The patient will be scheduled for a replacement/revision. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Information updated to the correct serial number pertaining the reported events. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp).it was reported that the implantable neuro stimulator (ins) was removed and replaced on (B)(6)2015 as an intervention/action to resolve the issue of the battery pack going all the way out and the pain. The cause of the dead battery is unknown did not work 1 year prior to replacement per patient. The pain has been resolved.